Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max). During the procedure, the neuron max became kinked. The neuron max was then removed and was no longer used in the procedure. The procedure was completed using another neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the neuron max was kinked approximately 46.0 cm from the hub. Minor bends were present along the device approximately 9.0 cm, 26.0 cm and 66.0 cm from the hub. Conclusions: evaluation of the returned neuron max confirmed a kink in the middle of the catheter. If the device is forcefully mishandled while advancing against resistance, damage such as a kink may occur. Further evaluation revealed additional bends along the neuron max. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.